Manufacturer narrative:
Citation: toggweiler s et al. The electrocardiogram after transcatheter aortic valve replacement determines the risk for post-procedural high-degree av block and the need for telemetry monitoring. J am coll cardiol intv 2016;9:1269¿76. Http://dx.doi.org/10.1016/j. Jcin.2016.03.024. Earliest date of publish used for event date in no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding delayed high-degree atrioventricular block (avb) in patients undergoing transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between january 2009 and december 2014. The study population included 1,064 patients (predominantly female; mean age 82 years), 508 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients, there were 36 all-cause mortalities. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: atrial fibrillation (afib), left bundle branch block (lbbb), right bundle branch block (rbbb), and atrioventricular block (avb). A total of 228 patients received a permanent pacemaker for lbbb, avb and bradycardia. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.